Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. A request was made for all communication to stop as the patient passed away three years ago. No further details were provided, and there has been no indication that the device played a role in the patient's death. The device has been misplaced and will not be returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.